Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: in the middle of procedure, the tissue was not cutting well.

Manufacturer narrative:
(B)(4).